Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed return instrument test/evaluation (rite) functional test due to failing therapy monitored volume performance specification. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation, the returned device failed homechoice return instrument test/evaluation (rite) functional testing for fill one, drain one, fill two, drain two and the last fill. The device had passed the homechoice rite electrical safety analyzer testing. During external and internal visual inspection, no problems were found. The device failed accuracy confirmation testing when the original piston foam was used. When the test piston foam sample was used, the device passed the accuracy confirmation testing. The inspection of the piston foam revealed deteriorated piston foam. The device passed temperature verification testing. The cause of the reported issue was determined to be deteriorated piston foam and cracked door piston. As a result, the piston foam was discarded. Should additional relevant information become available, a supplemental report will be submitted.